Event description:
It was reported that a jugular vena cava filter was removed just after deployment, because allegedly, the limbs had not fully expanded. Deployment seemed smooth, but upon imaging it was discovered that the limbs had not expanded completely. The physician used a cone retrieval system to remove the filter, without incident. He used a competitor filter to replace it. He alleges that he did not deploy the filter into a clot. No reported injury to the pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The sample was not returned as it was discarded at the user facility. The result of the investigation is inconclusive and the root cause unknown. The info for use (IFU) for this device states: warning: do not deploy the filter unless the ivc has been properly measured. Caution: when measuring the caval dimensions, consider an angiographic catheter or intravascular ultrasound if there is any question about caval morphology. If the ivc diameter exceeds 28mm, the filter must not be inserted into the ivc.